Manufacturer narrative:
A patient experienced ineffective stimulation due to lead migration was reported to abbott. As a result, the patient's l4 lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's l4 lead was explanted.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. X-ray confirmed the l4 drg lead migrated. As a result, surgical intervention may occur to address the issue.